Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported screen damaged, which was confirmed during evaluation through visual inspection of the device as a white screen display. The cause was determined to be a defective processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.